Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A consumer reported experiencing unspecified problems associated with wear of o2optix contact lenses. The treating eye care practitioner reported pt presented with pain and discomfort, right eye, having been referred for treatment from local hosp. Iritis diagnosed & treatment consisted of maxitrol & tobradex. Several requests have been made for additional info, however, no further info has been provided.